Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging that a control solution result was inaccurately high. The reporter detailed that the control solution test produced a result of 227mg/dl. This complaint is being reported because the reported results did not meet lifescan¿s accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The test strips and control solution associated with this complaint have been returned to lifescan; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.

Manufacturer narrative:
Follow-up # 1 ¿ (10/07/2014). The patient¿s control solution and test strips have been returned on 9/3/2014 and evaluated by lifescan product analysis on 9/25/2014 and 9/29/2014, respectively, with the following findings:the control solution involved with this complaint failed testing. The control solution was found to have high glucose results when tested with control solution. The test strips involved with this complaint failed testing. The test strips were found to have results greater than +50% of the control solution when tested with control solution. Additional tests were performed on the test strip vial to check the structural integrity. The structural integrity of the test strip vial was found to be compromised during a gross leak test. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.